Manufacturer narrative:
Internal reference: (B)(4). Attempts to obtain patient information have been unsuccessful. Facility declined to provide the information. No tests/laboratory data was available. No information available. No information available. The implant or explant dates are not applicable to this device. Does not apply to this submission. Device not returned for evaluation. Device not returned for evaluation. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported that during a planned diagnostic procedure to assess the left main (lm) and proximal left anterior descending artery (lad) stenosis for percutaneous coronary intervention (pci)/stenting the proximal end of the manufacturer's device separated. Additional information provided that prior to the separation, two successful measurements were performed. When the physician was preparing the manufacturer's device to make a follow up measurement, post intervention, the proximal end of the device separated outside the patient in the physicians hand. Reportedly, no portions of the device separated or detached within the patient and all portions of the device were accounted for. A second of the same make and model of the manufacturer's device was used to successfully complete the procedure. There was no patient injury and no adverse event. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This event is being reported as there is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Internal reference: 217849. Visual and microscopic inspection were performed on the returned device. The connector was not returned. The proximal conductive band and its locking were detached from the wire. The probable cause of the separation is the proximal conductive band being damaged during use, as evidenced by the missing proximal conductive band and locking core and as well as the user reported, "before repeating the ifr the wire was cleaned with the wet wipe followed by the dry wipe. When this was done the end of the wire snapped and came with the dry wipe." Manipulation and strain on the wire can cause damage to components and can result in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This follow-up report is being submitted to report device analysis observations for manufacture's device.